Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient's ins starting battery level was 3.18 v at implant and following the procedure was 3.07 v. By (B)(6) it was 2.74 v, by (B)(6) it was 2.71 v, and by (B)(6) it was 2.68 v. They were programmed at 3.8 v 90 us 240 hz 2+ 1+ 0- and 3.8 v 90 us 240 hz 10+ 8- 9-. Technical services reviewed there was a possible short. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Based on additional information received, the previously reported patient code of (B)(6) no longer applies to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) via a manufacturing representative which reported that the patient was seen at the clinic on (B)(6) 2018. It was reported that, upon interrogation, the impedance on the right ins was using a setting of 8 and w0 at 35. The therapy impedance was then checked which showed a value of 54. The patient had very little tremor because their medication was having effect. The hpc tested the therapeutic reading using 9 and 10, which was at 845 and 8 and 9 were at 801. It was noted the patient¿s tremor worsened with no stimulation and improved with each setting. The hcp changed the right ins settings to 9 ¿ 10 + in group a and 8 ¿ 9 + in group b with an amplitude of 3.5. The patient was able to increase the amplitude within each group if needed. The patient was shown how to use the patient programmer to change groups. The battery status was checked and found to be at 2.71 volts with the changing the electrodes. There were no further complications reported or anticipated.